Event description:
It was reported that patient's left hip was revised due to the neck breaking off the stem. The stem (implanted 1997), liner and head (implanted 2011) were explanted. The cup remained in the patient.

Manufacturer narrative:
An event regarding fracture involving an omnifit stem was reported. The event was confirmed by provided photographs method & results: -product evaluation and results: no product was returned however three photographs were attached. The photographs show the neck fractured from the stem. Blood and bone ingrowth are visible on the stem. The stem is fractured at the neck. Two photographs of the explanted head were provided which show the fractured portion of the stem inside the head. -medical records received and evaluation: not performed as no medical records were provided. -product history review: not performed as no lot information was provided. -complaint history review: not performed as no lot information was provided. Conclusions: the exact cause of the event could not be determined based on the information provided. Further information such as product return, product lot details, pre and post operative x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left hip was revised due to the neck breaking off the stem. The stem (implanted 1997), liner and head (implanted 2011) were explanted. The cup remained in the patient.